Event description:
It was reported that during an apical resection for bullae procedure, the device delivered an incomplete staple line. The surgeon converted to open to control the bleeding. There was not alot of bleeding and the pt did not need a transfusion. There was no additional pt consequence.

Manufacturer narrative:
Info anticipated, but unvailable at this time.